Event description:
It was reported that a clearlink extension set leaked from its clearlink, at the distal/lower end of the tubing. Priming was performed, all luer connections were checked to ensure that they were secure, the device was connected to the patient, and the leak then occurred. The extension set was then replaced, and no further issues were encountered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.